Event description:
It was reported that the biopsy needle could not cut and remove the tissue sample. The procedure was a kidney biopsy. Reportedly, the needle was not dry fired prior to use on the patient. The physician tried two times to obtain a tissue sample before changing to another needle. No patient injury reported.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The complaint sample has been received and is currently being evaluated. Based on the information known at this time, the results are inconclusive and the root cause of the event is unknown.